Event description:
Related manufacturer report number: 2017865-2024-37175 it was reported that the patient presented for an implant procedure. During the procedure, the right ventricular (rv) lead exhibited high pacing impedance. The rv lead was not used and replaced. During the implantation of the replacement rv lead, it could be implanted. Therefore, the physician elected to use another rv lead and completed the procedure successfully. The patient was in stable condition.

Manufacturer narrative:
The reported event was lead couldn¿t be fixed. A complete lead was returned in one piece for analysis. Visual inspection of the lead found the helix to be retracted and clogged with blood/tissue. X-ray examination found the over-torqued inner coil at the connector region. After cleaning, helix was able to be extended and retracted when torque applied directly to the inner coil. The measured full helix extension length was within product specification. Electrical testing was normal with no anomalies found.